Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: during investigation, the display was observed to be cracked. A test display screen was installed and found to be functioning properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.